Event description:
During troubleshooting of a low drain volume alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp)'s caregiver (cg) revealed that there was air in the patient line. The technical service representative (tsr) advised the cg to end therapy and start over with new supplies. The tsr then assisted the cg to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the nurse regarding the air in the patient line, it was advised that they were not informed about the air in the patient line; however, they recently saw the patient and the hp was doing therapy fine. There were no further details provided.

Manufacturer narrative:
(B)(4).this complaint for a low drain volume alarm and air in line was not confirmed. The cause of the alarm was found to be air in patient line. A cause of the air in line was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the low drain volume alarm is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.